Event description:
It was observed that during the device evaluation, the subject device exhibited that due to clogging of ch (channel)-tube, forceps cannot be inserted, inside of lg (light guide) lens had stain, distal end had residual liquid, z-block (server plug-in) had foreign objects, due to clogging of channel mount unit, foreign objects came out of distal end, adhesive around objective lens had a crack. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the causes of the investigation findings "inside of lg lens has stain, distal end had residual liquid" were not established; the causes of the additional investigation findings were traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.